Event description:
On (B)(6) 2015 one of our firm¿s sales representatives notified our complaint handling unit that information had been received from an eye care professional (ecp) regarding an adverse event. This report is being submitted for the patient's (pt's) os. The event for the pt's od is being submitted under separate report. A pt was switched to 1-day acuvue trueye brand contact lenses (cl) and developed a ¿bacterial infection¿. Our firm was informed that the ecp had instructed the pt not to wear cl ¿because the lenses caused (his/her) infection.¿ on (B)(6) 2015 the pt¿s ecp was called and the following information was obtained from an optometrist. The optometrist reported she initially saw the pt and the pt was referred to an ophthalmologist. The pt was diagnosed with bacterial keratoconjunctivitis. The pt was treated with zymar for one week. The optometrist suspected that the pt was non-compliant with contact lens wear instructions. The complaint file was reviewed on (B)(6) 2015 and the pt was called for follow-up information. The pt told us that the bacterial infection was in both eyes and that he/she was instructed by the treating ecp to use eye drops three times per day. The pt also informed us that he/she used the drops for over a month. On (B)(6) 2015 the pt¿s treating ecp¿s office was called and a representative in the office provided the following medical information: the pt initially presented on (B)(6) 2015 ¿with discharge.¿ the pt was diagnosed with bacterial keratoconjunctivitis initially in the od. The pt was treated with vigamox drops q 1 hour and ciloxin ointment at hs. The pt was seen for f/u: (B)(6) 2015 "bacterial keratoconjunctivitis clear ou." No additional information was provided. Based upon the diagnosis and aggressive treatment this is considered a serious adverse event. Product and lot number were requested; the pt did not have the product or the lot numbers. Additional information has been requested from the pt's treating optometrist, but to date nothing additional has been received.

Manufacturer narrative:
(B)(4).